Event description:
During a patient clinic visit it was identified that they had high lead impedance on their system and normal mode diagnostic testing. The patient's last acceptable diagnostics were performed on (B)(6) 2010 with system diagnostic results of dcdc: 3 and normal mode diagnostic results of dcdc: 5. No trauma or manipulation to the device was reported prior to the high impedance being attained. No x-rays will be taken. The patient's vns was programmed off and they have been referred for revision surgery.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.